Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. 8 heli-fx endoanchors were also implanted, due to concern for late failure. The aortic neck measured 26 mm in diameter and 12 mm in length. Proximal neck angulation was 25 degrees. No calcium or thrombus was present at the seal zone. It was reported that a type ia endoleak was present at the end of the procedure. The investigator assessed the event as related to the index procedure and the endurant stent graft. No additional clinical sequelae were reported and the patient is continuing without treatment.